Manufacturer narrative:
Follow-up #1 date of submission 03/14/2016 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: a review of the black box data and alarm history showed call service 088 alarms. During testing, the pump powered on normally. The pump was exercised for 24 hours with no alarms. The complaint was not duplicated during testing. Unrelated to the complaint, the pump case was cracked near the top right corner of the display. Moisture was observed in the display; the pump failed a leak test due to the crack. Moisture damage was found on the printed circuit board. Additionally, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 088) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.